Manufacturer narrative:
Device evaluation: the report of a decrease in pump flow was confirmed through the analysis of the submitted log files. The submitted log file contained data from (B)(6) 2018. The log file showed a decrease in flow throughout the log file, dropping from approximately 5 lpm to 3 lpm. The flow returned to approximately 5 lpm when the pump speed was increased to 8800 rpm. An additional log file was submitted following the controller exchange which showed a continued decrease in pump flow. Multiple photos of the outflow graft following explant were submitted for review. The photos showed a small kink in the outflow graft adjacent to the hardware; however, the original state of the outflow graft could not be determined as the bend relief had been disengaged and it was reported the tissue beneath the outflow graft bend relief had been removed. (B)(4) was returned assembled with the pump cable severed approximately 9.5" from the pump housing. The remainder of the pump cable and the modular cable were not returned. The sealed outflow graft was returned detached from the pump with the bend relief disengaged. Upon disassembly of the returned device, visual examination of the blood-contacting surfaces revealed no evidence of any developed depositions or thrombus formations. (B)(4) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
Approximate age of device- 8 months, 5 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient experienced downward trend of the device flows over the past 5 to 7 days. The patient was readmitted and continues to have a reduction in flow between 3 lpm and 5 lpm. A CT angiogram was performed and did not show obvious outflow graft (ofg) kink or twist. However, the surgeon did note about 20% of thinning of ofg near bend relief. The primary system controller was exchanged as part of the troubleshooting. The manufacturer's technical service reviewed the log file from the primary log file and confirmed the pump speed between 5500 rpm and 8800 rpm where the power increased from 4-5 watts to 10-11 watts and the flow increased from 2-3 lpm to 5 lpm. The surgeon decided to replace the pump and most of the graft on (B)(6) 2018. The surgeon also removed a good amount of fibrous tissue between the patient's original bend relief and ofg. The patient also ended up on right ventricular assist device (rvad) support.